Event description:
It was reported that a month after implant, the patient developed an infection. The implantable cardiac defibrillator (ICD) and leads were explanted. The patient¿s girlfriend indicated the system was removed due to sepsis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Concomitant medical products: 6935m62 implantable tachy lead, (B)(6) 2013; 419678 implantable pacing lead, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).